Event description:
It was reported that the pt had experienced nausea and vomiting since implant. Impedances were within normal limits. The pt was scheduled to meet with a manufacturer rep on (B)(6) 2011. Additional info also noted that the pt had fallen. The pt had been hospitalized due to the fall and her nausea. The neurostimulator was replaced, and on (B)(6) 2011, the device was reprogrammed. It was pending whether the pt recovered without sequela.

Manufacturer narrative:
(B)(4).